Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia and/or diabetic ketoacidosis.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2026. On (B)(6) 2026, the reporter (parents) reported that the patient experienced symptoms of vomiting and abdominal pain while the cgm displayed a reading of approximately 185 mg/dl. A fingerstick bg was performed, which measured 414 mg/dl. The parents transported the patient to the hospital for evaluation, where the healthcare provider instructed removal of the sensor and performed additional fingerstick bg measurements; however, specific values were not recalled. The patient was diagnosed with diabetic ketoacidosis (dka) and remained hospitalized for more than 24 hours, during which treatment included intravenous insulin and laboratory monitoring. The patient was discharged on (B)(6) 2026 in stable condition. It was noted that the patient was connected to an omnipod 5 insulin pump at the time of the event. At the time of reporting, the patient was described as feeling ¿fine.¿ data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.